Event description:
57 year old male patient treated with impella 5.5 due to acute myocardial infarction complicated by cardiogenic shock. Patient had a history of coronary artery disease and received extracorporeal cardiopulmonary resuscitation previous to impella treatment. Patient had intraaortic balloon pump and extracorporeal life support inniated before impella support. Eight days after impella support hcp noted the purge flow values to be on and off on the automated impella controller, this happened over the course of an hour and triggered a purge cassette change, which resolved the issue. Patient experienced aortic placement signal drift after 2.5 weeks of support. Placement verified on echo with inlet area 3.5cm below aortic valve. No further information, if corrections were made as position seems to be low. In the course of treatment transient loss of lv (left ventricle) numbers and it seemed as if suction occurred as alarm was silenced by hcp. Position of pump verified on transesophageal echo. Pump is free and away from structures. Later in treatment adjustments to position had to be done. After more than 4.5 weeks of support high purge pressure and purge system blocked alarms were noted. The purge cassette was changed twice and they had changed cassette twice. Tissue plasminogen activator protocol was discussed with medical office from company. After more than one month of support lactate dehydrogenase (ldh) increase from 354 on to 2676 on was noted. No further signs of hemolysis, but conservatively coded here for hemolysis. This increase happened after tpa was used for ""purge system blocked"" alarms which have since resolved. Case conservatively coded for serious injury due to hemolysis mentioning. Patient care was later withdrawn and patient expired therefore conservatively coded for death. The use of multiple mechanical circulatory support systems, such as combined impella and extracorporeal circulatory life support (ecls) therapy, is associated with an increased risk of adverse events due to the cumulative complexity of the support strategy and the additive device-related risks. Impella support was continued beyond the recommended 14 day duration; prolonged use can increase the risk of complications and therefore may have played a contributory role in this adverse event. Purge cassette 1: priming problem; aic screen had intermittent display for purge flow. Purge flow value was off and on throughout the first few hours. The purge cassette was replaced and the issue resolved, concluding that there was an issue with the purge cassette and was resolved with pc replacement. 5.5 : placement signal issue and mechanical interaction with blood; over a series of 2 weeks, placement signal showed increasing drift from true values (arterial line). Repeated echo imaging confirmed the pump was in the correct position, suggesting there was an issue with the placement signal. Complaint write up suggests patient hemodynamics improved - no patient consequence. Complaint suggests singular reading of labs showed high ldh. No repeat labs were drawn to confirm increase of 354 to 2676 ldh. No device malfunction observed, defer to clinician rationale. Purge cassette 2: purge pressure high: high purge pressure alarm triggered on the console. User changed the purge cassette twice but the alarm persisted. Most likely culprit was purge resistance at the rotor gap - tpa was administered through purge as a mitigation of the high pp alarm

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Complaint coding was updated to better reflect the reported event. Consequently, section h6 health effect clinical/impact codes and medical device problem codes were updated/corrected and repopulated accordingly.